Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Imaging was difficult during the procedure. A ntw clip was positioned on the valve and deployed successfully. Shortly after deployment the clip detached from the anterior leaflet and mr rose back to severe. An additional clip was implanted for stabilization, reducing mr to grade 3-4. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported poor image resolution was associated with difficult imaging. The cause of the reported incomplete coaptation associated with the slda could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.